Event description:
It was reported that coating issue occurred. The (B)(4) amplatz super stiff guide wire was advanced to the target lesion. However it was observed that the coating on the guide wire was flaking off. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection was performed and the device presents: the ptfe peeled and the distal end kinked and bent. All the external outer diameter measurements were taken and all of them met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that coating issue occurred. The 035/260 amplatz super stiff guide wire was advanced to the target lesion. However it was observed that the coating on the guide wire was flaking off. The procedure was completed using another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).